Event description:
It was reported that post-paced t wave oversensing and double-counting of qrs waves were observed. Programming changes were made. There were no adverse consequences to the patient. The patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.